Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Troubleshooting found that the interface (umbilical) cable required replacement. Following the replacement of the cable, the imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that the cable failed g-bot testing that connector pin 2 was traveling too far into the socket. This confirmed an electrical failure due to a damaged connector. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to(B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system kept entering stand alone mode and presented an error for frame rate being too low. Following the procedure, the rad gain calibrations could not be completed on the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.